Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event and treated with fortum (1 gram, frequency and route not reported) for peritonitis. At the time of this report, the patient was recovering from the event, and the pd fluid was clear. The cause of the peritonitis was unknown. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.